Manufacturer narrative:
Investigation results: the complaint that the catheter was punctured by the needle was confirmed and the cause appeared to be associated with use. Four photographs were provided for investigation. The photos showed a 22g nexiva IV catheter with evidence of use. The needle was protruding through the IV catheter tubing and the section of tubing between the catheter tip and needle contained what appeared to be blood residue, which suggested that the damage likely occurred during use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: unknown, batch number#: unknown. It was reported by customer that when inserting the IV, the needle pierced the plastic cannula when hit some mild resistance in the pt's arm. They never had this happen before. Verbatim#: when I was inserting my IV, the needle pierced the plastic cannula when I hit some mild resistance in the pt's arm. I've never had this happen before.